Event description:
It was reported, "revision peri prosthetic fracture of osteonics omniflex stem with subsequent removal of stem. Insertion of restoration conical stem with conical body. Locking bolt torqued with t-handle torque limiting handle. Bolt broke inside implant.

Manufacturer narrative:
Device not returned, no evaluation will be performed. Device was discarded. Additional information has been requested. Information such as catalog #, lot number, date of implant, and patient information is not available. If device or additional information becomes available a supplemental report will be issued.